Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention to move the implantable pulse generator (ipg) pocket site. Reportedly, during the procedure the generator was implanted deeper for better comfort.